Event description:
This event was initially evaluated on (B) (6) 2009 and was determined to be non reportable. A subsequent re-evaluation was made on (B) (6) 2009 and it was determined that event is considered reportable. A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. A complete fraction of a patient treatment has not been recorded in lantis. No mistreatment occurred and there was not injury reported. Preliminary risk analysis is complete. Root cause is pending investigation. Final corrective action is pending.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). Part 1: 3 (critical). Reason: critical for more than on fraction. Part 2: 1 (negligible). Reason: negligible for a single fraction (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5% accuracy based on tcp data - see literature extracts below - a single fraction is well within this band, therefore negligible). Probability: c (remote). Part 1: c (remote). Reason: improbable (to maximum remote) for more than one fraction - here assuming the same conditions as above, but multiple times for one single patient. Part 2: c (remote). Reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc...and the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. Affected other products: none.